Event description:
It was reported that occlusion alarms occurred. There was no reported impact on the customer¿s blood glucose level. Customer support followed up with the customer, but the customer declined additional troubleshooting, therefore no additional information was obtained.